Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an ilet supply change, the user pressed and held to deliver drops up to 24 units without seeing drops, then noted the cartridge felt wet and suspected leakage at the connector; the user replaced the cartridge and tubing and successfully completed the change, and the issue is associated with the cartridge/reservoir and a leak. Symptoms included hyperglycemia and fatigue. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a leakage at a seal consistent with a device leak/splash involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.